Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump had a crack on the casing. Her blood glucose level was 177 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Cracked reservoir tube lip, cracked display window, minor scratches on display window, and cracked case near display window corners noted during visual inspection.